Manufacturer narrative:
H11: the actual device was not available; however, twenty (20) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The samples did not contain any liquid inside. The samples were air/leak tested via a calibrated leak tester and no issues were observed. The samples were loaded on the claria machine, and no alarms or issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unspecified fluid inside the lines of an unspecified quantity of homechoice cassettes. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.